Event description:
Size 8, femoral speedblock broke upon impaction into femur. Fractured along the anterior chamfer slot. The original complaint came in as a size 8 and a size 10. Encore elected to split this into two separate complaints. MDR # 1644408-2008-00272 will address the size 10.